Manufacturer narrative:
Angle sensor malfunction.

Event description:
It was reported by svc report that the bed would not function due to a tilt error. It is unk if there was pt involvement or if there were adverse consequences to report.